Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. This event occurred before therapy and swapped with another bipap.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is alarming error code 1122 blower temperature high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient. There was no delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device displayed error code 1002 - blower temperature too high. The blower temperature is greater than or equal to 115º c for longer than 10 min. The rse advised. The biomedical engineer (bme) customer to confirm that the air inlet filter is not clogged, and to run the unit for 8 hours and attempt to reproduce the reported problem. The rse provided the steps for troubleshooting. 1. Verify that the cooling fan is operational 2. Replace the blower. 3. Replace the mc pcba. The rse also provided the part number for the v60 blower. The bme reported that by replacing the cooling fan and air inlet filters, the reported issue no longer be reproduced. The device passed the required performance verification tests per philips standards and was returned to service.